Manufacturer narrative:
The device passed basic occlusion test and displacement test. No motor error alarms were noted. However, the device had a compromised force sensor system alarm during prime test due to force sensor resistor damage by moisture. The motor was tested outside the device and passed. The device was received with cracked battery tube threads and a scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was unknown. Troubleshooting was not able to resolve the issue. The device was returned for analysis.